Manufacturer narrative:
The internal investigation determined that the questionable ("?") Designation assigned to dpb1*31:01, dpb004 was incorrect. The proposed correction is to updated the dpb004 primer mix to reflect dpb1*31:01 as negative. Add'l info activities are still ongoing and will be reported in the 30-day report.

Event description:
(B)(6) reported a potential false negative reaction in lane 4 of the dpb1 allset gold ssp kit (catalog #54070d, lot #008 1204422). The sample in question would have type as a 13:01, 31:01 if lane 4 were positive. Customer gel indicated positive lanes of 1,3,6,7,12,17,20,24,28,31,32,34,35,39,41,43. Lane 4 was not positive, therefore, it resulted in a no type result. Customer provided worksheet with gel image for our investigation (B)(4).